Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). Device evaluation: the camera was sent to the vendor for additional investigation. Vendor testing confirmed the failure. The unit was returned, and the unit also passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system was working as intended. The camera 9735821 vega base s8 svc (lot# p900796) was returned for analysis. Analysis found that there was an electrical failure. A check of the event log showed firmware incompatibility on (B)(6). As reported the psu failed an accuracy test at .32 mm with a passing threshold of .25 mm. It was noted that manufacturer date was december 2017 and that the psu had not been previously returned for a failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the camera failed aak testing. It was noted that the camera was still functioning despite failing aak testing. There was no patient involvement.